Event description:
A home pt's relative contacted baxter's technical service center regarding low drain during initial drain. The home pt's relative indicated the pt line was full of air. Baxter's technical service center assisted the home pt's relative in ending therapy. No pt injury or medical intervention was associated with this report per the home pt's nurse.